Event description:
During evaluation of a returned spectrum iq pump, the device's keys #7 and 8 # was found damaged. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified damaged keypad. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged keys #7 and 8#. The keypad required to be replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.